Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Evaluation summary it was caused due to a malfunction on the printed circuit board. It is random failure. This report is being filed as part of the pentax backlog management plan.

Event description:
There is no image. The service found a defective pcb board this event occurred at the time of before use. There was no report of patient harm.